Manufacturer narrative:
It was reported there were defects on two hundred fifty-four pieces. To aid in the investigation, ten samples with no packaging blister and five photos were provided for evaluation by our quality team. A visual inspection was performed with a 10x magnifier les. Six sample have embedded degraded resin, two have minor damage that is considered an imperfection, and two have no defects or imperfections observed. The five photos provided show some of the samples that were received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301033, lot number 1005399. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. In order to mitigate the risk of these escapes, the frequency of embedded degraded resin inspections were increased. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd syringe 30ml ll bns plunger rod was broken. The following information was provided by the initial reporter: it was reported that user facility reported black dots on 254 pieces. From bd internal comments: added rows for plunger rod broken, barrel/flange damaged, and molding defective.